Event description:
A hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatogram (ercp) in 2008. According to the complainant, during the procedure, the cutting wire broke while inside the patient. The physician completed the procedure with another hydratome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for evaluation; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. The june 2008, 15-month jagtome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.